Event description:
Fraxel dual to face. Days later lots of burning and months later fat atrophy entire face, eyelids, scalp, gum tissue, salivary glands damaged, ears and nose atrophied, skin texture change, all pores opened up. One procedure ruined my face. Ruined my life. Dr. (B)(6) used a super high setting. Melted everything on my face.